Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1695ml, indicating the home patient (hp) drained 1695ml more than their programmed fill volume of 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv found during evaluation. According to the nurse they are aware of the patient's excessive drain volumes. The nurse stated that the patient ultrafiltrates a lot due to health issues which are unrelated to peritoneal dialysis therapy. The patient has not reported any symptoms of overfill and has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available.